Manufacturer narrative:
E2, e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the subject device image turns off and shows a communication error. There were no reports of patient harm.

Event description:
It was reported that during procedure the subject device image turns off and shows a communication error. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: d8, d9, g3, h2, h3, h4, h6, h11. Corrected fields: b5. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the video cable is broken, and the cover glass of the insertion section is scratched. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunctions: the video cable is broken and therefore error b31 occurs, and no image is displayed. The most probable cause that led the malfunctions could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.